Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, a steady drop of low voltage impedance was observed. Pacing inhibition due to noise oversensing was also noted on the right ventricular (rv) lead. The patient was stable and being monitored.